Manufacturer narrative:
Additoinal information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage check passed. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed with no issues there were no fluid leaks in the test cassette. Mushroom head check passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was air detected in cassette warning. Fluid was found when patient removed cassette from the cycler. The service technician issued a new cycler. There was no reported harm in the initial call. Multiple follow up were attempted but no more details were provided. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was air detected in cassette warning. Fluid was found when patient removed cassette from the cycler. The service technician issued a new cycler. There was no reported harm in the initial call. Multiple follow up were attempted but no more details were provided. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.